Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2004. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to an unknown reason. During the procedure, the taper adapter and femoral stem were difficult to separate. Subsequently, all components were removed and replaced with competitor components. There was a delay of 2 hours in the procedure. A review of the invoice history confirmed the initial surgery date.

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 1825034-2014-00183.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2014-05744/05747).